Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer issue was unknown and required corrective maintenance, repair. It was determined at analysis that the cursor did not align with the stylus. The display was replaced. The network connector tabs were broken the network connection worked correctly. The main board was replaced. The software was reloaded and up dated. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer issue was unknown and required corrective maintenance, repair. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.